Manufacturer narrative:
Pump passed displacement test and self test. No alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2023 from 08:48:21.00 to 09:19:55.00 due to poor solder joints on the u1 chip from the keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found dried insulin in the motor slide, poor solder joints on the u1 chip and evidence of moisture on pcba 1, pcba 2, and the force sensor. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube). In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where poor solder joints were on found on the u1 chip from the keypad assembly. Unable to confirm cosmetic damage at the battery cap contact due to original battery cap was not sent for analysis. Other cosmetic damage was noted. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer called as a result of receiving the safety notification for the battery cap damage and reported damage to the insulin pump battery cap contacts and received a hardware low-level failure (pump error 63). Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. It was found that the customer was able to clear the alarm successfully, and the pump rewind was completed. Advised the customer to perform a self-test on the insulin pump and it did not pass. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.